Event description:
An attempt to advance a coronary stent with delivery sys (with the sheath retracted) through a calcified portion of the target lesion site in the pts right coronary artery, was unsuccessful. In response, the sds was withdrawn from the pt; however, upon withdrawal, the stent was stripped off of the delivery balloon. The stent was successfully captured using another balloon catheter, but upon withdrawal, the stent was not present on the balloon, the stent subsequently embolized in the distal to left subclavian. There were no add'l complications reported relative to this event.